Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test step failure during testing. There was no harm or injury reported. The device was not in patient use. The manufacturer's field service engineer evaluated the device onsite and states the device's three-way solenoid valve and proportional valve need to be replaced to address the issue. The device is to return for bench repair. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed an active exhalation verification test step failure during testing. There was no harm or injury reported. The device was not in patient use. The manufacturer's field service engineer evaluated the device onsite and states the device's three-way solenoid valve and proportional valve need to be replaced to address the issue. The device is to return for bench repair. The device evaluation has been completed, and the device's solenoid valve only was replaced to address the test failure. No actionable errors were noted in the device's downloaded event log. No other components required replacement. The device was tested and passed all final testing.